Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) exhibited a hissing sound suggestive of a helium leak. No patient was involved, and no harm was reported. The customer stated that a squealing noise was heard when the unit was powered on. A getinge field service engineer (fse) inspected the unit and determined that an incorrect o-ring had been used when installing a new helium tank. No unit errors or faults were identified. The fse operated the unit with a test catheter for more than one hour, during which no issues or squealing noises were observed. The unit passed all performance and safety tests in accordance with factory specifications and was cleared for clinical use.